Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
During a review of patient's charts from the account application support manager (asm) came across an event that was not reported by the surgeon. In reading the chart notes, patient had surgery on (B)(6) 2015 and 1 days post treatment it appeared there was some micro striae noticed. Surgeon decided to lift and reposition the flap. There were also notes that the patient had squeezed her eyes, possibly dislodging the flap.